Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the screw at the positive pressure interface could not be pressed to the bottom sufficiently to expose the infusion port, resulting in the infusion not dripping¿. The product in use at the time is reported to be a 2000e china from lot 23035351. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23035351 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim: "the cvc needle was used at the dual chamber interface of the cvc needle with a needleless sealed infusion interface manufactured by bd, and after 11.12 external infusion device was used, it was found that the infusion was not dripping, and then after removing these 2 positive pressure interfaces and connecting them directly to the then after removing these 2 positive pressure interfaces and connecting directly to the interface of the infusion set, it was found that the infusion was smooth. After preliminary evaluation it should be that the screw at the positive pressure interface could not be pressed to the bottom sufficiently to expose the infusion port, resulting in the infusion not dripping."